Manufacturer narrative:
The device was not received by the manufacturer for investigation. A quality investigation is ongoing. When the investigation is completed, a follow up report be filed.

Event description:
It was reported that the white tip inside of the bone cleaning tip fell off during procedure and fell into the surgical site. The tip was removed by hand. The procedure was successfully completed with a back up device. The pt did not require any additional treatment as a result of this event.